Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to lead migration which cause patient lost coverage of her pain areas. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.